Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated for high blood glucose with the insulin pump. Customer stated that he sees two or three air bubbles in the line, breaks in insulin. The customer was advised to remove reservoir, rewind, reinsert reservoir and run manual prime/fill tubing with current set. The customer stated that insulin exited at quick release. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call with doctor to resolve the high blood glucose.